Manufacturer narrative:
The replaced motor assembly was not returned to manufacturer for investigation. Thus, the evaluation was mainly based on analysis of the electronic log file. It can be confirmed by the recorded data that, soon after start of the procedure in question, the device detected a wrong motor position. To prevent from undefined ventilation condition and/or damages to the system an autonomous shutdown of automatic ventilation was initiated, accompanied by a corresponding alarm. Manual ventilation as well as the monitoring functions remain available to the full extent. The exact root cause for the deviation cannot be determined on the base of available information. However, in reflection of the manufacturing date of the device, a reasonable explanation would be wear and tear of the motor's collector disc that led to contact problems with the carbon brushes. The device has responded to this deviation as defined in the safety concept and stopped automatic ventilation while alerting the user to this condition. Remaining availability of manual ventilation allowed the user to finish the procedure and to prevent from consequences to the patient. The replacement of the motor assembly has put back the device into fully operable condition.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00059.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device stopped during volume mode ventilation. Manual ventilation was still available. No patient injury reported.